Manufacturer narrative:
The reported event of separation failure could not be confirmed. Visual inspection, specification measurements, longevity assessment, and device characteristics were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited failure to separate from the delivery catheter. The rvlp was not implanted, and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable throughout.